Manufacturer narrative:
The rse evaluated the device remotely. It was determined that this was a malfunction of the power supply the replacement for which is not available due to the end of life (eol) of this defibrillator model. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the power supply was faulty.